Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting atrial fibrillation with rapid ventricular response (af w/rvr) as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.